Event description:
Healthcare professional called to report a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles in device inner surface and total delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of valve and one opening striated. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening striated in the side posterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.